Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, a loose latch was found causing an unstable/flickering image. The software version was found to be outdated and was upgraded to the newer version. Minor scratches were observed on the top cover of the device. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
An olympus representative reported that during the installation of a video system center, the serial digital interface (sdi) video output was not working. There was no patient involvement or injuries reported. No additional information has been obtained.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The customer's complaint regarding the serial digital interface (sdi) video output was not confirmed during evaluation. Based on the results of the investigation, if the frequency of use was high, it is likely the repeated use wore the lock on the video connector receiver or that the user tried to remove the video connector without unlocking and loosened the connection of the connector. Regarding the installation and removal of the video connector, the following is stated in the instruction manual: "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the video scope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."